Manufacturer narrative:
Patient's age is unknown. However, reported to be over 18 years old.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used during a gastroscopy procedure in the lower esophagus on (B)(6) 2011. According to the complainant, during the procedure, the speedband ligator was assembled correctly and advanced down the scope to the target site. The first band was ready to be released, however it would not deploy. The procedure was completed using another of the same device. There were no patient complications as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used during a gastroscopy procedure in the lower esophagus on (B)(6), 2011. According to the complainant, during the procedure, the speedband ligator was assembled correctly and advanced down the scope to the target site. The first band was ready to be released, however it would not deploy. The procedure was completed using another of the same device. There were no patient complications as a result of this event. The patient was reported to be stable post procedure.